Event description:
Patient in ent clinic for routine change of total voice prosthesis by speech therapist. Device changed and speech therapist noted that the valve door of new device had detached from the prosthesis and was lying on the posterior wall of the pt's trachea. Ent attending physician was able to immediately remove the valve door with a flexible laryngoscope and suction apparatus. The pt suffered no injury. A voice prosthesis from a different MFR was replaced in the pt. The chief of audiology and speech pathology notified the company of the event. Dates of use: (B)(6) 2012. Reason for use: laryngectomy.